Event description:
It was reported that during a supply change the infusion set lifted off the applicator while the user removed the spiral paper, and the user acknowledged applying upward pressure that dislodged the set. No reported symptoms or adverse clinical effects to the user. Outcomes included completion of troubleshooting and education, successful replacement of the site while retaining other components, resumption of insulin delivery, and shipment of replacement infusion sets via standard shipping. Investigation included review of the user¿s account of the event and remote troubleshooting with education on proper technique to limit upward pressure when removing the spiral paper and tubing. Investigation of this case revealed user handling contributed to an infusion set deployment issue, with no device alarms and no malfunction of other components identified. It was concluded, based on previously established findings for similar reports, that user technique was the likely cause.